Manufacturer narrative:
E1, initial reporter phone: (B)(6).

Event description:
It was reported that the stent moved on the balloon. A synergy xd mr ous 3.00 x 38mm was selected for treatment. Upon opening of the package, it was noted that the stent was not completely on the balloon. The device was not used, and the procedure was completed with a different device. There were no patient complications.